Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to protruded/loose drive support disk. Unable to verify rewind, or performed displacement test due to motor error alarm. Motor passed the motor test. Unit was received with missing end cap sticker.

Event description:
Customer called to report she had low blood glucose and unable to rewind the insulin pump due to motor error alarms. Nothing further was reported.